Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (proximal: tgt4020/8116324, distal: tgt3415/80326) to repair a thoracic aortic aneurysm. The physician planned to cover the three branches of aortic arch. Right axillary artery-left axillary artery-left common carotid artery bypass was made before the procedure to maintain the blood flow, and a gore® excluder® aaa endoprosthesis contralateral leg component (pxc181400/8143681) was implanted in the brachiocephalic artery as chimney. The patient tolerated the procedure. On (B)(6) 2010, follow-up imaging showed no issues. The diameter of the aneurysm was 76 mm. On (B)(6) 2011, six month follow-up imaging revealed a proximal type I ¿gutter¿ endoleak between tgt4020/8116324 and pxc181400/8143681. The diameter of the aneurysm measured 77 mm. On (B)(6) 2011, one year follow-up imaging showed that the endoleak remained. The diameter of the aneurysm measured 81 mm. On (B)(6) 2011, coil embolization of the gutter was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2012, graft replacement of the ascending aorta was performed to repair the aneurysm enlargement. The patient tolerated the procedure. On (B)(6) 2012, two year follow-up imaging showed the endoleak was resolved. The diameter of the aneurysm measured 91.7 mm. Follow-up was discontinued, so no further information is available.